Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. No problems were found during fluid path testing as fluid passed freely through the complete fluid path. The fluid path was manually occluded, and no signs of leakage were observed. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula or the device leaking during operation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 24 and 36 hours. The patient reported cannula being bent when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod. The pod was leaking.